Event description:
It was reported that the colonovideoscope did not produce an image. The issue was found during pre-use inspection and there were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11. The device was not returned to olympus for inspection but the reported failure was confirmed by the third party repair center. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the no image issue was a faulty charge coupled device (ccd). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.